Manufacturer narrative:
Investigation is still ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03627 for the reported event of the vascular surgeon performing a cut down to extract the valve.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 23mm sapien 3 ultra valve, the valve became stuck in the esheath in the common femoral artery during insertion. After multiple attempts to advance the valve, the decision was made to remove esheath, valve, and delivery system and insert new system. As the devices were being removed, the valve was pushed out of the esheath while still being on the delivery system. The vascular surgeon performed a cut down in the femoral artery to extract the valve. A new system was prepped and advanced with no additional issues. The valve was successfully implanted. Per pre-deco findings, there was leakage noticed from the inflation balloon.

Manufacturer narrative:
Correction to section h6. The 23mm commander delivery system returned fully inserted through loader assembly and sheath. Delivery system returned in valve alignment position with 25% of fine adjustment used. The returned device was visually inspected, and the following was observed: valve was found crimped over distal shoulder of inflation balloon. Kink on the flex shaft found 4.7'' from the flex tip. Minor frame warpage at the outflow region, all apices exposed at inflow side through skirt. Two pin holes on the working length of the inflation balloon. Dimensional testing was performed and the double wall thickness of the inflation balloon was measured. All measurements met specification. Due to the nature of the event no functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per report, ''the valve became stuck in the esheath in the common femoral artery during insertion. After multiple attempts to advance the valve, the decision was made to remove esheath, valve, and delivery system and insert new system. As the device being removed, the valve was pushed out of the esheath while still being on the delivery system''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Imagery of patient's anatomy shows that patient had undersized vessel diameter, tortuosity and degree of calcification present in the access vessel. Per pre-deco findings, there was leakage noticed from the inflation balloon. As the device was able to be prepped normally, it is unlikely the pinhole occurred during prep. It is possible the pinhole occurred during the procedure. Patient anatomy 3mensio showing calcification. It is possible that calcification present in the anatomy, which may have punctured the balloon during tracking of the valve. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Undersized vessels can also create a restricted pathway or constrained condition resulting in the reported difficulty during sheath and delivery system insertion. The combination of these factors may have lead to the less favorable interaction of balloon material with patient anatomy, resulting in the reported balloon leakage seen during device evaluation. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification, undersized vessels) contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.